Event description:
Device issue: none. Adverse event: hypotension, stroke. Onset of adverse event: one day after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the pt experienced a stroke with upper extremity weakness and expressive aphasia. Additionally, the pt experienced labile blood pressure and was treated with dopamine. Eleven days after the procedure, the pt was discharged to a rehabilitation facility. Though requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). Stroke and hypotension may occur during this type of procedure and as listed in the instructions for use (IFU), stroke and hypotension are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. The event appears to be related to operational context of the device and not due to a product deficiency. A review of the finished device lot history record did not reveal any nonconcordances associated with this lot.